Event description:
Edwards received information that this device was explanted after an implant duration of twelve (12) years, six (6) months due to valvular deterioration and stenosis, secondary to calcification. This was replaced with a 23 mm pericardial bioprosthesis and the ascending aorta was repaired with a graft. There were no complications and the patient was transferred to the intensive care unit (ICU) in critical but stable condition.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp area of all three leaflets, the free margins of all three leaflets exhibited minimal to heavy calcification, and all three leaflets exhibited tears at the commissures. Calcification was observed near the region of these tears. The x-ray also demonstrated calcification. Moderate host tissue overgrowth encroached onto the inflow aspect, into the orifice and was heavy at the stent inflow and minimal at the stent outflow. Incidental findings: hematoma was observed on a leaflet on the outflow aspect. There was wireform distortion at a commissure; this damage is likely due to explant. Method: x-ray. Clinical report could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device is anticipated for return to edwards, but has not yet arrived; an evaluation of the product is currently pending return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If the device is returned to edwards, a supplemental report will be submitted upon completion.